Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, gradual increase in pacing lead impedance since implant was observed. Remote transmission in (B)(6) 2018, showed out of range values, and lead damage was suspected. The thresholds were also high. The lead was capped on (B)(6) 2018 with no complications. Patient was fine post-procedure.

Manufacturer narrative:
The date of capping procedure was incorrect, it should be (B)(6) 2018, not (B)(6) 2018.